Manufacturer narrative:
Device evaluated by manufacturer: this device is manufactured by a 3rd party. The device was thrown away and was therefore, not available for return and evaluation. Additionally, the lot number of the suspect product was unsubstantiated, therefore the last lot number sent to this center was put forward for consideration as the referenced subject lot number. An unused sample of the same lot could not be evaluated without the suspect product lot number. The only known identifier was the aqualine included in the set. The lot number from the aqualine was provided to the manufacturer with a request for possible determination of the suspect lot.

Event description:
Reportedly, there was a rupture of the hemofiltration line when the user changed the heparin syringe during use. The anticoagulant line broke apart - 5 changes of heparin syringes were managed with the same kit. No patient injury, death or intervention reported.